Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that their implantable neurostimulator (ins) was acting radically, which may have led to the stimulation being too high and the inability to adjust it. The patient stated that their ins was reprogrammed and the issue seemed to be corrected. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he needed his device adjusted as it was too high and he wanted to turn it down but couldn¿t adjust it. The patient stated he was able to adjust it but now he couldn¿t and the vibration was not painful but it was uncomfortable. The patient had contacted their manufacturer representative for help. The indication for use was spinal pain. Additional information received from the consumer reported that he thought the programming needed to be adjusted for the unit as it was going kind of crazy. The patient stated he had it programmed so it would turn off when he was in bed at night but it was not turning off and he was laying down and it was going full blast. The patient noted that it jumps all around, he used to have it at 2.7 or 2.9 but it would jump up to 4 or 5 and go for a minute then drop back off erratically. It was confirmed that there were no changes to the patient¿s activity level, no programming changes and no falls or traumas. The patient mentioned that the issue had not been resolved and no steps had been taken other than the programmer was not working before and suddenly it started to work again. The patient had been able to make some adjustments but it did not hold, meaning it did not stay on the setting he changed it to. The patient explained that stimulation increased on its own when he usually decreased stimulation and he first noticed earlier this year it increasing on its own. The patient confirmed that the stimulation being too high and not being able to adjust had not been resolved.